Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an emergent pericardiocentesis procedure the drainage catheter would not pass the patients skin barrier. The guide wire was placed without incident, but the drainage catheter tip was damaged somehow during the procedure. A new drainage catheter was opened and placed without a problem. The second attempt by the physician was successful.